Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was blank and it would not power on. Customer's blood glucose value was 143 mg/dl. Customer stated insulin pump did not shows signs of physical damage. Customer also stated that they did not want to take the battery out of the insulin pump to check the contacts or the compartment for fear of it not working again. The device will not be return for analysis.